Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was dislodged due to twiddler's syndrome. X-ray confirmed the rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. A complete lead was returned in one piece with the helix noted extended and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. The full helix extension length was measured within specification.